Event description:
It was reported by repair work order that the IV pole was bent with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.